Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics distribution manager reported an issue with a bioflo dialysis catheter. During a procedure, the catheter was leaking, reportedly from under the luer neck. Dialysis was immediately stopped. This resulted in blood loss and air aspiration. The catheter was repaired and the luer neck was replaced. The procedure was then resumed. There was no report of adverse event or patient harm by the end user. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one bioflo dialysis luer. As received, the customer only returned the venous female luer with approximately 1cm of extension tubing. It was noted during the visual inspection that there was a hole just below the female luer.there are no visible indications that the failure is related to either the manufacturing process or associated tooling. The reported complaint device failure mode of catheter leaked was confirmed. A hole was observed in the venus extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line. A definitive root cause for the reported complaint failure cannot be determined; however, the most likely root cause for this failure is over torqueing of the hub to extension tubing junction during cleaning/use of the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the following is provided as a reference from dfu for this product: warnings: in the rare event that a hub or connector separates from any component during insertion or use, take all necessary steps and precautions to prevent blood loss or air embolism and remove catheter. Use of excessive pull force on the catheter may cause the suture wing to detach from the bifurcate. Do not use acetone on any part of the catheter tubing. Exposure to this agent may cause catheter damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Examine catheter lumen and extensions before and after each treatment for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
This report is being submitted as the procedure date (bioflo dialysis catheter placement) for this event was provided. Reference (B)(4).